Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "dimensions not specified correctly and/or improper materials used". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned". Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. "Not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced leaking from the purewick female external catheter and got urinary tract infection. They thought that it was because the patient did not know how to properly place the wicks, also stated that the patient was no longer using the purewick. The patient initially ordered the purewick in mar2021 and had not placed a reorder since that time. Per customer via phone on 16feb2022, customer stated that the patient had not used the purewick female external catheter for some time because the patient was diabetic and prone to getting urinary tract infection easily. The patient was prescribed amoxicillin for the urinary tract infection. The patient would like to use the device again but needs help with proper wick placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced leaking from the purewick female external catheter and got urinary tract infection and the patient thought like it was because the patient did not know how to properly place the wicks, also stated that the patient was no longer using the purewick and the patient initially ordered the purewick in (B)(6) 2021 and had not placed a reorder since that time. It was unknown what medical intervention was provided for urinary tract infection.